Manufacturer narrative:
A ge rep evaluated the system, and replaced the x-ray tube and coin battery on controller pcb, and reformatted the hard drive. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the tube is arcing, an iris pot error, and cannot select images to print. No pt injury was reported.